Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and could not duplicate the reported problem. A tip clamp was replaced on the pipetter assembly after further inspection of the instrument. The instrument was tested without further problem and returned to service.